Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received low battery alerts, even after battery change and was not able to rewind. Alarm history showed an unexpected restart error alarm, an external ram crc error alarm and excessive spanish anomaly alarm. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected external ram crc unexpected restart alarm was noted. Unable to verify the motor position encoder error alarm in the alarm history due to an overwritten history file with alarms that were due to a corrupted history file. No unexpected rewind anomaly was noted. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.